Manufacturer narrative:
This report is being submitted to relay corrected information for the initial report 0002023141-2023-02907. Additional information received by the customer confirms that this event (li + bone loss) no longer meets the requirements for a reportable event. No further medwatch reports will be submitted for this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Follow up with the customer revealed that the implant was loose and lost integration (li) due to bone loss. Therefore, based on updated information, this event (li + bone loss) no longer meets the requirements for a reportable event. This report is being submitted to relay corrected information for the initial report 0002023141-2023-02907.

Event description:
It was reported that the patient came with soreness and looseness around the implant at tooth location #19. The implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D4: lot number unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.